Event description:
A caller reported experiencing a cartridge alarm with their pump, specifically a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). As a resolution, technical support decided to replace the pump with one that has updated software, sent out a replacement, and instructed the caller to use mdi as a backup therapy. The customer was also guided on how to put the pump into storage mode for return, and a replacement pump was dispatched without requiring a delivery signature.